Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event estimated as 9/8/2024.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, an unspecified issue occurred with 2 proglides. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode could not be verified as the returned device analysis indicates the device was successfully deployed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a conclusive cause could not be determined as a specific failure mode was not provided and the condition of the returned device indicates successful deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.